Event description:
It was reported via repair work order that the fowler angle was inaccurated and out of calibration due to a faulty limit switch and damaged outer label. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.